Event description:
Pt admitted with acute myocardial infarction (ami). Percutaneous coronary intervention (pci) for lesion in the right posterior descending artery (pda) was performed. After thrombus suction, intravascular ultrasound (ivus) catheter was used for confirmation of lesion. Upon withdrawal of the catheter, it was found the guidewire was bent at the soft curve in the rca mid-distal. The physician tried to withdraw the imaging catheter while moving the guidewire back and forth, the but tip fractured. Another guidewire was inserted and physician tried to withdraw the imaging catheter and original guidewire, but only the guidewire was withdrawn. A snare was inserted to retrieve the guidewire in the imaging catheter, but it could not get past the proximal part of the imaging catheter. The fractured tip was pushed, separated from the guidewire and remained in the lesion. A balloon catheter was inserted and inflated to keep the tip from moving distally. A guidewire and snare were inserted. When the snare passed the fractured tip, the guidewire was withdrawn, the snare was expanded and the fractured tip was retrieved. The tip was drawn back into the guiding catheter and withdrawn together. A stent was placed, pci was performed in left circumflex artery (lcx) lesion and procedure completed. Pt was stable.